Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had multiple drawer failure. The field service engineer stated that the open close sensor was loose, receded sensor latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had multiple drawer failure.the customer stated that they unable to retrieve the medication from the drawers.there were no adverse events or injuries reported based on this event.